Event description:
Customer's meter was showing only part of the numbers on the screen and the time and date were hard to read because the display was faint. It was determined through a review of the system over the phone, that segments were missing in the 100s position of the display. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.